Manufacturer narrative:
The recipient reportedly experienced electrode migration. The recipient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly underwent surgery on (B)(6) 2018, however, explantation did not occur due to complications. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of this report is corrected to (B)(6) 2018. The recipient underwent repositioning surgery on (B)(6) 2018. The recipient is successfully wearing the device. This is the final report.